Manufacturer narrative:
Concomitant medical products: equinoxe, humeral stem primary, press fit 11mm (cat# 300-01-11 / serial# (B)(4), equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(4), eq rev locking screw (cat# 320-15-05 / serial# (B)(4), eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(4), eq rev compress screw lck cap kit, 4.5 x 22mm (cat# 320-20-22 / serial# (B)(4), eq rev compress screw lck cap kit, 4.5 x 26mm (cat# 320-20-26 / serial# (B)(4), small posterior augment glenoid plate, left (cat# 320-35-03 / serial# (B)(4), 36mm humeral liner +0 unconstrained (cat# 320-36-00 / serial# (B)(4), equinoxe reverse shoulder drill kit (cat# 321-20-00 / serial# (B)(4). As reported by the equinoxe shoulder study, approximately three years post initial tsa, the 71 y/o female patient was sitting on her couch when her shoulder dislocated while trying to stand up. Patient had a revision on (B)(6) 2022 for a standard reverse. Per clinical study case report the event is definitely related to the device and to the procedure. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
As reported by the equinoxe shoulder study, approximately three years post initial tsa, the 71 y/o female patient was sitting on her couch when her shoulder dislocated while trying to stand up. Patient had a revision on (B)(6) 2022 for a standard reverse. Per clinical study case report the event is definitely related to the device and to the procedure.